Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Additional patient code: (B)(4).

Event description:
It was reported that the user was taken to the emergency room and subsequently hospitalized on (B)(6) 2017 for an elevated blood glucose (bg) level of 604 (mg/dl) and diabetic ketoacidosis (dka). The user's ketone level was identified as life threatening. Reportedly, the user was having difficulty breathing and could not communicate well upon being admitted into the hospital. The user believed the elevated blood glucose level was due to the pump shutting off. During troubleshooting with tandem technical support, review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. Subsequently, the pump shut down due to insufficient battery power. The user acknowledged that the pump shut off due to insufficient power however, the user's healthcare provider (hcp) maintained that the pump "malfunctioned". While in the hospital the user received ibuprofen, tylenol, saline, insulin, oxygen and medication for pain in the user's lungs. The user's blood glucose level lowered to 106 (mg/dl) and the user was reportedly released from the hospital on (B)(6) 2017. The user had manual injections as alternate insulin therapy.